Manufacturer narrative:
Insulin pump alarmed motor error during basic occlusion test and unable to prime during prime test due, due to faulty force sensor. Motor passed motor test. Insulin pump had minor scratches on lcd window, cracked case on display window corners, cracked battery tube threads, broken belt clip slot, cracked reservoir tube lip, cracked reservoir tube window and cracked case on reservoir tube window corner.

Event description:
Customer called to report the insulin pump alarmed for motor error during the bolus process. Blood glucose reading at the time was 187 mg/dl. Assisted the customer with clearing the alarm. Advised that the insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.